Manufacturer narrative:
The lot number for the device was provided. A review of the device history records is currently being performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that the distal tip of a recanalization catheter detached from the rest of the catheter and remained in the pt. Reportedly, the device was being used to treat a cto in the pt's right superficial femoral artery. The device was activated for approx 7 minutes and twenty seconds when it was observed that the device was no longer crossing the cto. The device was then retracted from the cto. During retraction, it was observed that the distal tip of the device had detached from the catheter and remained within the cto. An attempt to retrieve the catheter tip was not performed. The remainder of the catheter was removed from the pt and no further treatment was performed. The pt is scheduled to undergo above the knee amputation on the right leg.